Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-06761 and 2134265-2015-07004. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and pullback sled to visualize the unspecified lesion. During procedure, pullback stopped halfway through. It was also noticed that the touch screen and mouse froze. Rebooting the system resolved the issue. No patient complications were reported.